Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the sealing process found the seal of each foil pack is inspected for integrity. A visual inspection found the complaint device in the open sterile foil pack inside the product box. There is a visible adhesive ring around the entire package that was left when the foil pack was sealed. The outer edges of the foil pack are crumpled in several places near the opened end. The complaint was confirmed but the root cause could not be established as the sterile packaging appeared sealed at one time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that when the healicoil anchor was taken out of the box, it was not fully sealed, which compromised the sterile integrity. No case reported; therefore, there was no patient involved.